Event description:
See intial report.

Manufacturer narrative:
Analysis of the complaint database revealed that no similar issues were reported for this unit, installed since 2008. The most likely root cause of the reported event is that the error message was generated by the user turning off the power of the hlm console before turning off the gas blender. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error message related to module defective, during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Through follow-up communication, livanova learned that the involved unit at customer facility is now working properly again. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.